Event description:
During a remote follow-up, the device was found to be at elective replacement indicator (eri) sooner than expected. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The complaint of premature battery depletion was reported to abbott and confirmed. The device voltage was at elective replacement (eri) level upon receipt. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Electrical testing revealed high current drain from the hybrid. An anomalous integrated circuit in the hybrid was found to be the cause of the high current drain and premature battery depletion.